Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing leaking. The physician removed and replaced the pressure regulating balloon (prb) through replacement surgery, and there were no further signs or symptoms reported.